Event description:
It was reported a pt had a filter placed in 1998 without incident. An annual follow up exam in 1999 confirmed filter replacement was successful and the filter was intact. A recent x-ray taken for a second annual follow up exam revealed one of the filter legs was broken and detached from the filter. No intervention resulted from this event and no further action has been planned. The pt's condition is good and will be monitored by the physician on an annual basis. This device remains implanted. Therefore, no failure analysis will be available. As the follow up could not confirm any further details regarding circumstances surrounding this event, the co is unable to determine the cause for this event.